Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2019-08350. It was reported that the right ventricular lead had loss of capture recorded in merlin on demand. The patient presented in emergency room experiencing light headed and dizzy. Upon review, the lead had high capture. The right atrial lead had pulled back into the pocket which was confirmed via a chest x-ray. Both leads were repositioned on (B)(6) 2019. The patient was stable after the procedure.